Event description:
It was reported that the patient faced infusion set bent cannula event 04 mar 2026. The blood glucose level was 400 mg/dl and the patient was treated with pen injection. The insertion site was abdomen. The infusion set was in use for five days. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
E1: patient city: cebreros . Patient country: spain. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.